Event description:
Both stents were reported to have restenosis. The initial stent implant date coud not be provided. The site of restenosis was treated with an additional procedure. No additional event or patient information was available.